Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc content experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. A definitive root cause for the observed leukoreduction failure remains undetermined at this time. Possible root causes were provided in the initial report for this event.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore, no patient information is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the run data file was analyzed for this event. The signals in the run data file indicate that platelets did not begin exiting the lrs chamber until approximately 28 minutes into the run, rather than at approximately 13 minutes as expected. It is possible that this delay in platelets exiting the chamber could have disrupted the steady state of the system and contributed to the higher-than-expected wbc content in the platelet product reported for this collection. Based on the available information, it cannot be ruled out that there was an air block occlusion in the platelet line or the platelet product bag was clamped. It is also possible that the results could be donor related. Investigation is in process. A follow-up report will be provided.